Manufacturer narrative:
(B)(4).

Event description:
According to the end reporter: during the end of the case at a hub exchange for an instrument exchange a white rubber ring bounced off and landed on the floor. Neither hub would fixate on to the trocar then replaced the 15mm port with an ethicon xcel 15mm port. Nothing fell into the cavity. There was no unanticipated tissue loss. Patient status: ok.